Event description:
Complainant alleged that during biomed testing, the device's input selection keys were unresponsive and the device was unable to detect the attached paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.